Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial: (B)(4); batch: 5113273.

Event description:
It was reported that the patient was experiencing loss of paresthesia coverage due to lead migration and high impedances. The patient underwent a lead replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-2218-50 (sn: (B)(6). The returned lead was analyzed and showed that all wires were fractured at the clik site, about 22.5 centimeters from the proximal end. The cable fractures were a result of excessive mechanical/tensile force exerted onto the lead. The lead got kinked after it exited the clik anchor or the rigid retention sleeve which resulted in the impedance anomaly and lead migration.

Event description:
It was reported that the patient was experiencing loss of paresthesia coverage due to lead migration and high impedances. The patient underwent a lead replacement procedure and was doing well postoperatively.